Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-08296. It was reported the patient complained the scs system failed to achieve therapeutic relief like in the he had during the trial. Consequently, surgical intervention was taken and the patient's leads were found to have moved since the original implant. The patient's leads were replaced with a single surgical style lead. The patient reported receiving appropriate stimulation coverage postoperatively.